Event description:
It was reported that an ilet user experienced recurrent low blood glucose events while using the system, with concern that the algorithm was not preventing hypoglycemia; review of device data showed meal announcements were being made when glucose was low, and the user was counseled to treat the low first and announce the meal after glucose begins to rise. Symptoms included hypoglycemia with a reported nadir of 60 mg/dl and no loss of consciousness or other acute complications. Outcomes included transient low glucose lasting about 20 minutes, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included complaint handling review and user education. Investigation of this case revealed use error related to timing of meal announcements during hypoglycemia and no device malfunction identified. It was concluded that the event involved hypoglycemia with cause unclear relative to device performance, with contributory user technique addressed through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.